Event description:
Material no. 367986, batch no. 9196157. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the blood and serum did not separate in the tube. While storing specimens, specimen processing team member noticed gel on bottom of the tube. Brought to the attention of a chemistry tech. Chemistry tech pulled another sample on the patient, reran results and they matched results we received from the improperly migrated tube.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. Bd acknowledges that the customer has had an issue with the attached incident lot(s). A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Poor barrier separation can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to poor barrier separation range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in poor barrier separation .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367986, batch no. 9196157. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the blood and serum did not separate in the tube. While storing specimens, specimen processing team member noticed gel on bottom of the tube. Brought to the attention of a chemistry tech. Chemistry tech pulled another sample on the patient, reran results and they matched results we received from the improperly migrated tube.